Manufacturer narrative:
A steris field service technician inspected the table and identified a hydraulic leak internal to the floor lock manifold. Loss of pressure caused the table lock floor feet to unlock and retract under the weight of the table. The steris field service technician replaced the floor lock manifold and the table was returned to service operating according to specifications. No additional issues have been reported.

Event description:
The user facility reported that their 4085 surgical table moved during a procedure after an uncommanded unlocking of the floor lock feet. No injuries or procedural delays/cancellations were reported.